Manufacturer narrative:
Device record for the mfg of the device was reviewed. It showed a cutting test and that hardness testing was performed at final inspection.

Event description:
The curette cup broke when being used. The piece of the curette cup that severed from the curette was retrieved and there was no injury to the pt.